Manufacturer narrative:
A separate report will be submitted for the phenom 21 microcatheter used in the same procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding system with a phenom 21 catheter, react-71 aspiration catheter, and solitaire that had resi stance during retrieval and the react catheter was noted to be stretched and torn upon removal. The patient underwent a procedure to treat tandem lesions - angioplasty to treat extracranial right internal carotid artery stenosis and thrombectomy of a middle cerebral artery (mca) occlusion. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). After performing angioplasty of the stenosis in order to gain access to reach the intracranial territory, the surgeon ascended the triaxial system. After crossing the occlusion, the solitaire was deployed. It was impossible to ascend the react-71 catheter to the occlusion location. After thrombectomy, it was difficult to remove both the phenom 21 catheter and the react-71 catheter along with the solitaire but retrieval was finally successful. After removal of the system, a tear and stretching of the react catheter was observed. It was noted there was a distal embolization fragment toward the external carotid artery with no associated patient symptoms. The physician believed that the proximal stenosis played a significant role in the difficulties removing the catheters but was unsure how the damage was so significant to the react-71.

Event description:
Additional information received reported that per site entry - "subject suffered no effects".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a react-71 catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened react-71 catheter inner pouch. The solitaire stent used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the solitaire stent were not provided; therefore, compatibility could not be assessed. The react-71 catheter total length was measured to be ~148.2cm (141cm ± 3cm) and the useable length was measured to be ~141.7cm which is not within specification (132cm +3/-0cm). No damages or irregularities were found with the react-71 hub. The react-71 catheter body was found broken but retained by elliptical wire at ~37.5cm and accordioned at ~35.7cm for ~21.0cm from the distal tip. The react-71 distal marker/tip was found to be damaged. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Possible causes for ¿catheter separation/break¿ are entrapment in vessel, user advances or retrieves intraluminal device against resistance or fast catheter retrieval technique. Based on the device analysis and reported information, the customer¿s report of ¿catheter entrapment/difficult removal¿ was confirmed. A possible cause for ¿catheter entrapment/difficult removal¿ is vasospasm. Based on the device analysis and reported information, the customer¿s report of ¿catheter stretch during removal¿ was confirmed. Possible causes for ¿catheter stretch during removal¿ are incompatible devices, excessive force used in procedure or catheter entrapment. It is likely resistance was the cause for the damages; however, the root cause could not be determined. The customer reported proximal stenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the vessel tortuosity was moderate.